Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: a review of the pump¿s black box did not reveal any evidence of short battery due to the pump being out of the box and it was never used for basal delivery. The battery compartment and cap were undamaged and able to fit securely. The ez-prime steps were performed correctly. All currents readings were within specification. The original complaint of a ¿short battery life¿ was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).